Event description:
Additional information was received on 10jul2020: the procedure preformed was a cystoscopy, left retrograde pyelogram, left ureteroscopy laser lithotripsy, stone basketing, stent insertion.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. Event description: cook was informed of an incident involving a ngage nitinol stone extractor. The device reportedly had a basket that would not open before use during a left ureteroscopy laser lithotripsy, procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.6 cm in length. The support sheath was bowed in appearance. There was one small kink the basket sheath between 3 and 3.5cm from the distal tip. Glue was present within 1cm of the distal end of the support sheath. Functional testing determined the handle actuates the basket formation. When the handle is actuated to the closed position, the basket formation was slow to close. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to be functional, with the basket opening and closing as the handle was functioned. Some damage to the sheath was observed: the orange support sheath was bowed and the basket sheath was kinked between 3.0 and 3.5 cm from the distal end. Although the basket did function when tested at cook, it is possible that the basket would not have been able to be opened by the user depending on the way the device was being held and the position/orientation of the basket sheath. It is likely the sheath of the device was inadvertently damaged during unpacking or subsequent handling. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other non-healthcare professional: supply chain. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported prior an unspecified procedure, the basket of a ngage nitinol stone extractor would not open or close as intended. Another ngage nitinol stone extractor was used to complete the procedure. The product did not make patient contact and there were no adverse effects to the patient as a result of this occurrence. Additional information has been requested.